Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure via right femoral access, the helix of the catheter allegedly broke and detached upon withdrawal. It was further reported that the entire sheath was allegedly pulled to secure the broken part of the device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the catheter was received with the broken helix part separated from the catheter and the introducer sheath in the package. The head part of the helix was missing. Four centimeters of the broken helix part were received outside of the catheter. The helix was found missing in the catheter from zero centimeter to sixteen centimeters from the tip of the catheter. It was not possible to specify the root cause further using the information provided by the user. It can be confirmed that the helix was broken. Therefore, the investigation is confirmed for the reported helix break issue. The definitive root cause could not be determined based upon provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d4 expiry date: 01/2027. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the occluded left common femoral artery via the right common femoral artery crossover access, the helix of the catheter allegedly broke and detached upon withdrawal. It was further reported that the entire sheath was allegedly pulled to secure the broken part of the device. The procedure was completed using another device. There was no reported patient injury.